Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The information provided indicated the consumer reported that the tampon string broke and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer went to urgent care for pledget removal. Consumer stated she is fine.